Event description:
It was reported that a request was made for technical services (ts) to review stored episodes for this pacemaker system. Upon review, ts determined that this right atrial (ra) lead exhibited low intrinsic amplitudes and high capture thresholds. Further lead evaluation was recommended for this patient. No adverse patient effects were reported. This ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).